Manufacturer narrative:
Investigation: bd had not received samples, but photos were received from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a cracked tube with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. There was no sample available for evaluation. Based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes containing silica and gel is cracked and leaking. There was no report of exposure, injury or medical interventions.